Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 04-apr-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated that when he had obtained the results of 542 mg/dl and hi, he was feeling thirty and had dry mouth, and stated he took his regular dosage of insulin. Customer stated he had drunk water and had felt better. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. Customer stated he takes the meter inside his backpack when he goes out and when inside the backpack is in the living room. The test strip lot manufacturer¿s expiration date is 03/13/2024 and open vial date was one month ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 311 mg/dl, date: (B)(6) 2023, time: 7:39pm non-fasting, result 2: hi, date: (B)(6) 2023, time: 12:08pm non-fasting. Result 3: 542 mg/dl pm non fasting; undisclosed date and time (was talking and meter went off, didn't want to go back to the meters memory).

Manufacturer narrative:
Sections with additional information as of 16-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.